Event description:
The customer reported that the system was unable to perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion could be reached. There was no repair information available.